Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of vascular dissection is listed in the perclose prostyle instructions for use as a known patient effect(s) of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with a [device name] device using the pre-close technique via a 7f sheath hole prior to an impella interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath and the impella procedure was completed. Reportedly post procedure, the access site was still not dry after advancing and locking the two prostyle sutures. A new prostyle device was attempted however, the access site was still bleeding. Manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. The next day, on (B)(6)2023, a dissection of the left common femoral artery was discovered. The patient was taken to surgery to repair the dissection. Due to the surgical intervention, the patient required additional hospitalization. The cause of the dissection was unknown. No additional information was provided.